Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support provided multiple instructions to the caller, including actions like disconnecting tubing and delivering boluses, culminating in successful completion. Supplies were replaced as needed, allowing the customer to resume insulin therapy.